Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were unable to clear the alarm. Customer stated they had frozen display and time was not changing. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Customer returned insulin pump for alleged keypad unresponsive/button error alarm, pump error 23, pump error 49, and frozen screen found on 25-may-2022. The insulin pump passed the displacement test, sleep current test, active current test, self test, and the keypad voltage test. All buttons were tested individually for their functionality and all passed. The test p-cap locks properly into the reservoir compartment. No pump error 23, pump error 49, keypad unresponsive/button error alarm or frozen screen was noted during testing. Pump's history and trace files downloaded successfully using thus software. Pump error 49 was present in insulin pump history files and traces on 05/20/2022 at 12:32:17pm. Pump error 23 was present in pump history files and traces on 05/202/2022 at 12:43:23pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was in spec. No unexpected battery alerts, alarms, or anomalies were noted in the insulin pump history files and traces. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Keypad unresponsive/button error alarm, pump error 23, pump error 49, and frozen screen were not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.